Manufacturer narrative:
H.6. Investigation: the non-conformances were reviewed for this batch, and there was no non-conformance associated with this batch for this defect. A complaint analysis could not be performed and the complaint could not be substantiated as there was no sample received. The investigation and root caused could not be completed as there was no sample received.

Event description:
It was reported that bd posiflush¿ sp syringe plunger was difficult to move. The following information was provided by the initial reporter: then I'd flush a entrance to check if it was intravenously the plunger became sluggish. Very sluggish-as if it was places like the entrance sat subcutant (incorrectly). Based on that, I removed the pivc, probably a working entrance and put in a new in the other arm instead. Same thing there-stop at flush (same flush). Took another saline syringe and flushed. The other worked without problems. Thus, the sharp issue with saline syringe.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ sp syringe plunger was difficult to move. The following information was provided by the initial reporter: then I'd flush a entrance to check if it was intravenously the plunger became sluggish. Very sluggish-as if it was places like the entrance sat subcutant (incorrectly). Based on that, I removed the pivc, probably a working entrance and put in a new in the other arm instead. Same thing there-stop at flush (same flush). Took another saline syringe and flushed. The other worked without problems. Thus, the sharp issue with saline syringe.